Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass surgical procedure, the system was not detecting the stapler reload for sureform 60 stapler instrument. The next stapler was a sureform 45 stapler instrument, and it detected the reload correctly. The sureform 60 stapler instrument recognized the first reload and not the rest. The issue was caused by a loose staple in the jaw of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a loose staple lodged in the jaw of the instrument. This loose staple can interfere with the system's ability to detect subsequent reloads accurately. It can be resolved by removing the stapler from the jaw and/or replacing the reload on the sureform instrument.

Event description:
Refer to h11 for follow-up information.